Event description:
Customer reported unexpected negative reactions with capture-r ready ID (crrid), when testing a patient sample containing anti-s on the echo. No adverse reactions or transfusions occurred as a result of the unexpected negative reactions.

Manufacturer narrative:
Reactivity of the s antigen was confirmed on retention crrid, lot id100. The customer did not return product or sample for investigation. It is not possible to rule out the sample as a cause of the event.